Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. 5-16035 (et tube, sher-I-bronch, ls, 35 fr) reported is not being manufactured currently, however, another part number from the same family (material number 5-16037 lot number 73h2100853) was used for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 50 samples were taken from the current production; the samples were visually inspected, and issue reported "broken/cracked - double swivel connector" was not observed in the current manufacturing process. A visual inspection of the product involved in the complaint was performed on pictures received by the customer of product code 5-16035 (et tube, sher-I-bronch, ls, 35 fr). From the pictures attached it was confirmed the defect reported by the customer "broken/cracked - double swivel connector". However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the product was broken in the packaging at the y connector". No patient involvement reported.